Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena iud from (B)(6) 2006 to (B)(6) 2006. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation in (B)(6) 2007 and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vulvovaginal pain, anxiety, depression, bladder disorder, urinary tract disorder, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs and mr received: previously reported event "injury to herself" updated to ¿pelvic pain¿, events- ¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: anxiety, depression, bladder problems or changes, urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, vaginal pain¿, reporter information updated, patient history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.